Manufacturer narrative:
Intuitive surgical inc. Will not be receiving the fenestrated bipolar forceps instrument for failure analysis. The customer confirmed that the instrument will not be returned due to the hospital's procedure of retaining the instrument based on the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: the site claims that a fragment from a bipolar forceps instrument fell inside the patient. The fragment was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, a piece of the fenestrated bipolar forceps instrument broke off inside the patient. The broken piece was part of the yellow casing that goes over the wires towards the crotch of the jaws, on the shaft. The broken piece was retrieved using a robotic instrument. The procedure was successfully completed and there was no patient injury reported.